Event description:
Caller states the expiration date printed on the aviva test strip vial is 10/31/07. MFR has the exp date for this lot as 1/31/07. No adverse event reported. Requested return of suspect vial and replacement was sent.